Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in intensive care unit due to diabetic ketoacidosis and high blood glucose on unknown date with blood glucose of 800 mg/dl. The customer's current blood glucose was 265 mg/dl. The customer did experienced any symptoms such as a result of high blood glucose. Troubleshooting was not done for high blood glucose. Customer stated auto mode feature was used at the time of high blood glucose. The insulin pump will not be returned for analysis.